Event description:
It was reported that the patient experienced two inappropriate shocks from oversensing due to a break in their right ventricular (rv) lead. The pace/sense portion of the lead was capped and replaced. The high voltage portion remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.